Event description:
The customer called and reported that the insulin pump had a blood glucose reminder set for two hours that was not going off. The customer also stated the insulin pump would not scroll on the alarm history screen. Customer's blood glucose was 301 mg/dl. During troubleshooting, the self test was performed and passed. The alert type was set to vibrate and the insulin pump did vibrate. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.